Event description:
It was reported that the nurse trying to start new therapy and the arctic sun device would not give any flow. Disconnected and reconnected pads using proper technique, restarted therapy and guided to diagnostics showed that the system hours were 77.4, pump hours were 51.2, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They grabbed (B)(6) and tried the pads on this device, system hours were 84, pump hours were 52, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They would change these pads. Advised holding for investigation. Pad lot ngjp4019. Per follow up information received via task on 15apr2026, transferred to the micu. Spoke with nurse who confirmed they had the pads stored in a closet and they would need a large box for them. No further issues after pad were exchanged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.